Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer replaced all integrated multisensor technology (imt) fluids and reran quality controls. The customer repeated the samples on the same instrument after replacing imt fluids and the samples resulted as expected upon repeat testing. A siemens global product support (gps) specialist evaluated the instrument data after the samples had been rerun and discovered errors relating to system cleanliness. The gps specialist provided recommendations to the customer for proper sample handling and advised the customer to perform a powerflush with bleach. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on twenty two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.